Event description:
Initial troponin t result 0.198 ng/ml. Same sample repeated twice gave results of <0.010 ng/ml each time. The initial result was not reported. The field service rep was unable to determine a cause for the discrepancy, however, did adjust the sampler unit, sample pipette, sipper pipette. The investigational unit determined the most likely cause is electromagnetic interference.